Event description:
It was reported that pump touchscreen did not respond to customer input, and pump screen appeared frozen. The customer¿s blood glucose (bg) level that was displayed as "high", although specific value was not provided. Customer addressed elevated bg by a correction injection via manual insulin therapy. Customer contacted support, and after receiving instructions completed pump reset, which restored touchscreen responsiveness and resolved issue.